Event description:
A renedade hi flo catheter was going to be used for a therapeutic embolization. Before the procedure, the hub broke off, while trying to remove device from package. The procedure was completed with another device.